Manufacturer narrative:
A field service engineer was dispatched to the customer site. Haze/mist/vapor was confirmed. A corrective maintenance was performed and the vacuum pump oil was replaced. Unit meets specifications and was returned to service on 08/28/15.

Event description:
A customer reported an event of a "smoke" emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Method - materials and chemistry evaluation. Results - degradation problem. Additional manufacturer narrative: additional part replaced during service: vacuum pump plug. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit was reviewed for the past 6 months ((B)(4) 2015) and trending was not exceeded. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump oil and plug were not returned for further evaluation. The assignable cause of the haze/mist/vapor is the vacuum pump oil and plug. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.